Event description:
It was reported the insulin pump stopped working. Customer stated the device was alarming battery out limit and the esc and act buttons were not working. Customer's blood glucose was 7.2mmol/l and most recent blood glucose was 6.2mmo/l. Customer does not recall any significant event that may have caused the keypad issue. Customer was unable to clear battery out limit alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No battery alarms could be confirmed due to the keypad anomaly.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.